Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 45mm diameter thoracic aortic aneurysm. It was reported that during the index procedure the stent graft was fully deployed. It was reported the tip capture release handle was able to be pulled back, but the handle would not move when attempting to slide it distally. As the tip capture failed to release after several attempts, the handle disassembly technique was performed and the tip capture was released successfully with the successful implantation of the stent graft. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Code added at investigation completion. If information is provided in the future, a supplemental report will be issued.